Event description:
It was reported that the patient felt the device is 'more prominent' than before, seems higher on his chest, is uncomfortable when sleeping at night, and is "cutting into his throat". The patient has also experienced an increase in heart rate to over 120 bpm, a decreased heart rate of 45 bpm. Concern was also expressed that the patient's symptoms were related to the pacemaker change; going from a dual chamber device to a single chamber device. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.